Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed hematoma following an implant of a new device. The patient presented in the emergency room and hematoma was treated successfully. The patient was given antibiotics for a possible infection. The patient was stable after the event and will continue to be monitored.